Event description:
The duodenovideoscope was returned to the service center for a separate issue. During inspection of the device, adhesive around light guide lens peeled was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.